Event description:
Reporter indicated that vns pt developed left vocal cord paralysis immediately following implant surgery. Stimulation was initiated two weeks post-implant at 0.25ma normal mode output current. Output current was increased to 0.50ma three weeks later. The pt's vocal tone and quality are not changed with stimulation. It was reported that the vocal cord paralysis was somehat improved with steroid treatment (prednione 30mg, 10mg taper over 10 days), but that there had been no additional info one month later.